Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, the patient had a perq catheter for intravenous (IV) acyclovir for herpes simplex virus (hsv). Upon morning assessment, the nurse (rn) noticed that there was blood backing up in the PICC line to the luerlock. When rn mentioned she was going to flush the PICC line, mom said that she noticed a wet spot in his blankets earlier in the morning and that something might be leaking. Rn checked and tightened connection between luerlock and PICC line and it was on correctly. When rn flushed the PICC line, saline leaked out of luerlock. The luerlock cap appeared to be cracked. Rn changed the luerlock cap on PICC line, but because the continuous heparin had been leaking out.